Event description:
Original procedure was on (B)(6) 2022. One of the four arthrex fiber tak implants had malfunctioned requiring removal of deep hardware from left shoulder that had malfunctioned. This incident was discovered during follow up appointment with dr. With the aid of x-rays. Pt was brought in to remove the malfunctioning implant. FDA safety report ID# (B)(4).